Event description:
Following angioplasty and stenting of left common artery stenosis, an attempt was made to close right femoral artery arteriotomy site with an 8 french perclose device. Two of the four needles of the device failed to deliver. During the removal of device, the right femoral artery was lacerated resulting in significant blood loss before hemostasis could be achieved. Pt was taken to or for exploration and repair of right femoral artery.